Manufacturer narrative:
Concomitant medical products: dtba1qq, implanted: (B)(6) 2016-02-18; 429878, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced intermittent far field r-wave (ffrw) oversensing on the atrial channel, and there was intermittent t-wave oversensing (twos) noted on the right ventricular (rv) lead. The ra and rv leads were reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.